Event description:
Philips received a complaint by the customer on the v60 indicating that when the unit was received back from bench repair it still has a 1008 error code machine and proximal pressure sensors failed message at start up and is requesting bench for repair. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit is displaying multiple error codes. Primary alarms triggered. Multiple voltages variations outputs out of spec, the power management board and controller board are both defective. Additional problems found: the blower is not functioning and needs to be replace, the cpu slot connector is intermittent and loose like it has been damage. Pm kit and shipping box has been ordered.

Manufacturer narrative:
H10. The repair for this unit cannot be conducted at this time due to the repair part being on backorder. The material has already been requested and an order was placed. The material ordered motor contr, 3rd gen, v60/v680 aligns with the recommended repair of the alleged malfunction per the service manual. When the part becomes available, the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and further investigation will be performed. H11. Updated contact information and contact office entity.

Manufacturer narrative:
The removed central processing unit (cpu) pcba was returned to the product investigation lab (pil). The pil technician installed the cpu pcba board into a pi ventilator to duplicate the reported issue. Visual inspection of the cpu pcba board revealed no evidence of damage or contamination. The cpu pcba board was tested, and the failure was not confirmed. The pil technician could find associated error codes in the drpta (diagnostic report). The technician verified that the error code e1008 and the associated errors noted in the drpta were not repeatable at the pil. The pi ventilator with the suspect cpu pcba installed operates without issue or error code. The customer complaint cannot be verified. There was no fault found on the returned cpu pcba.

Manufacturer narrative:
Conclusion / root cause 05/17/2024: the removed motor control pcba was returned to the product investigation lab (pi). The pil technician installed the motor control pcba into a pi ventilator to duplicate the reported issue. Visual inspection of the motor control pcba revealed no evidence of damage or contamination. The motor control pcba was tested, pil was unable to confirm vent. Inop. Failure 1008 was present or caused by the motor control pcba. Pil does confirm the vent. Inop. Failure 1007 and other alarms/diagnostic codes were triggered due to motor control pcba analog to digital converter circuit failure.